Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with large ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, "the peritoneal cavity was entered and all the adhesions were lysed. The defect was measured and a composix kugel mesh was packed circumferentially." (B)(6) 2016 - patient was diagnosed with abdominal wall abscess with infected mesh, cellulitis, pain and small bowel fistula to mesh thereby underwent complex repair with explant of composix kugel mesh. Per operative notes, "the old scar was removed and the infected mesh was debrided. Some metal clips were adherent to the inflammatory base including bowel were lysed. After all infected mesh removed, a biologic mesh was then placed and sutured." Attorney alleged that the patient had abscess, adhesions, bowel removal, infection, fistulae, pain, inflammation, fibrosis, mesh removal, open wound and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 years 5 months post implant of composix kugel mesh, patient was diagnosed with infection, fistula, cellulitis, abscess, adhesion, pain, scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists fistula and adhesions as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.